Event description:
The customer reported erroneous troponin I (accutni), thyroid-stimulating hormone (tsh), and prostate-specific antigen (psa) results, for multiple pts, involving synchron lxi 725 system. This is report number one of two. Subsequent testing on an alternate access 2 immunoassay system produced lower results within lower clinical range. The erroneous results were released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reviewed the customer's quality control (qc), calibrations and system checks. The high sensitivity (hs) lumwash diagnostic testing passed within specifications. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-06250.